Event description:
Caller reported a malfunction on the pump, but no notable events occurred prior to the issue. There was no adverse impact on the customer's blood glucose level. Technical support provided pump reset information, assisted the caller with resetting the pump, and confirmed that the malfunction code did not recur after the reset. The customer was advised to continue using the pump and to call back if any issues arise.